Event description:
It was reported that the patient presented in the clinic with pocket erosion at the pacemaker site. The physician explanted the entire system ¿ pacemaker, right ventricular lead and atrial lead due to erosion. The patient's condition was stable.

Manufacturer narrative:
Further information requested but was not received.